Event description:
It was reported intermittent occlusion alarms occurred resulting in the customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a correction bolus via the pump. However, tandem technical support proceeded with replacing the pump as clinical troubleshooting has been exhausted.